Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 4.50 x 8mm nc trek balloon dilatation catheter (bdc) was used but was not able to be deflated. The physician attempted to then remove the bdc (still inflated), but the balloon became pushed back over the tip of the guiding catheter (gc) when attempting to enter into the gc lumen. Therefore, the bdc and gc were removed as a single unit. Another gc and bdc were used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.